Manufacturer narrative:
Final analysis confirmed the premature battery depletion, which was isolated to the radiofrequency module, an integrated circuit was found to be the cause of the high current drain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pulse generator exhibited premature - elective replacement indicator-. The device was explanted and replaced successfully. The patient was discharged in stable condition.